Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden spike in pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services discussed troubleshooting options. It was noted that there were no stored episodes with noise and the patient is not pacing dependent. No adverse patient effects were reported. The rv lead remains in service. Additional information was requested, however, no additional information was able to be obtained due to the covid-19 pandemic.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden spike in pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services discussed troubleshooting options. It was noted that there were no stored episodes with noise and the patient is not pacing dependent. No adverse patient effects were reported. The rv lead remains in service. Additional information was requested, however, no additional information was able to be obtained due to the covid-19 pandemic. Further information was received that the patient stated the device was beeping. Ts also noticed tachy therapy has been programmed off on this device. No adverse patient effects were reported. At this time, this device system remains in service.